Manufacturer narrative:
The device will not be returned for evaluation as it was reported to be lost at the morgue after the patient expired due to non-pump related issues. The date of this event and the date of the patient death were not reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the patient was in a car accident resulting in the air bags being deployed and his pump immediately stopped when the connecting pins pulled away from the system controller. According to the hospital, the patient has since deceased from non-pump related issues.